Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that, after swimming, the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/29/2013 with the following findings: the audio bolus button was found to be unresponsive. The keypad cover was removed and moisture residue and corrosion was found on the audio bolus button pins. An audible alarm reading was unable to be obtained due to the unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.